Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were unable to remove their battery cap from the pump. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated to remove the battery cap. The removal failed when trying to use a quarter. The customer was advised to call back if she was able to remove the cap with a large screwdriver. No products were shipped or returned; however, if the customer is able to remove the battery cap then a replacement cap will be sent to her.